Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced astigmatism. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was dysphotopsia.

Manufacturer narrative:
Based on the internal review, the file has been found to be the duplicate. Hence the report with mfg reference number 1119421-2025-00041 will be retained and no further reports will be submitted under the report with mfg reference number 1119421-2025-00048. The manufacturer internal reference number is: (B)(4).

Event description:
Based on the internal review, the file has been found to be the duplicate. Hence the report with mfg reference number 1119421-2025-00041 will be retained and no further reports will be submitted under the report with mfg reference number 1119421-2025-00048.